Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) spoke with the customer and advised that the issue was resolved. Approval was given to close the call. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer had failed. Attempts were made to recover the mini drawer, but it would not open completely; only one mini slot opened before it failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.